Event description:
Patient reported via sus voluntary event report mw5108178, "after having breast implants places need needed hysterectomy, heart surgery, hashimotos, fibromyalgia, +ana, chronic anemia, anxiety, heart palpitations, brain fog, depression, joint pain, muscle pain, hairloss, inflammation, chronic uti, chronic yeast infection, overall feeling of not going make it through each day, chronic dry eyes and mouth." The events of hysterectomy, heart surgery, hashimotos, fibromyalgia +ana, chronic anemia, heart palpitations, brain fog, depression, joint pain, muscle pain, hair loss, chronic inflammation, overall felling of not going make it through each day, chronic dry eyes and mouth are not considered related to the device. Device remains implanted. Left side.

Manufacturer narrative:
In response to FDA report number: 5108178. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: chronic yeast infection, chronic uti.